Event description:
A customer contacted beckman coulter inc (bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off and within the risk stratification range for seven patients generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory; hence no impact to patient treatment. The samples were repeated on the same unit and resulted in lower clinical category. Two of the patients results in risk stratification range and the remaining five patients resulted in the normal reference range.

Manufacturer narrative:
The samples are serums which were collected in sst tubes and centrifuged for 10 minutes at 3300 rpm. The samples were re-centrifuged prior to repeat testing. Qc was within customer's specifications prior to the event. On (B)(6) 2011, the customer performed system check and both tests met specifications. A bci field service engineer (fse) found the aspirate tubing from aspirate probe #2 was routed over the top of pipettor motor and probe # 6 was over top of substrate supply tubing. This caused a possible premature spring back of these probes leaving fluid that needed to be aspirated in the rv. Fse performed the following: routed the aspirate tubing and replaced the sample pipettor. Verified ultrasonics, temperature, and alignments. System check and high sensitivity system check and both met specifications. The customer ran all three level of accutni qc and it was within specifications. Although hardware issues were addressed, a clear root cause can not be determined for this event.